Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 07-jan-2016 which refers to a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) implanted on or about (B)(6) 2006. This report was previously marked as invalid; upon receipt of follow-up information on 13-jul-2016, it was updated and changed to valid. After being implanted with essure, she suffered from severe and permanent injuries. In addition, it was informed that consumer had her hysterectomy on (B)(6) 2015 and informs that she still has side effects. According to her, she has unexplained pain in her pancreas and states that it is potentially due to her coil being cut by an inexperienced doctor and the pet fibers spreading for 9 years. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and about 9 years later, was submitted to a hysterectomy. Hysterectomy is listed in the reference safety information for essure. In this particular case, the indication for hysterectomy was not reported. However, it is known that if surgical removal of essure micro-insert(s) is required, salpingectomy or hysterectomy may be required. Despite of the lack of details for a comprehensive causality assessment; considering that a surgical procedure was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. Additionally, non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow up information was received on 19-oct-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and about 9 years later, was submitted to a hysterectomy. Hysterectomy is listed in the reference safety information for essure. In this particular case, the indication for hysterectomy was not reported. However, it is known that if surgical removal of essure micro-insert(s) is required, salpingectomy or hysterectomy may be required. Despite of the lack of details for a comprehensive causality assessment; considering that a surgical procedure was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. Additionally, non serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("there is a portion of the coil that is somewhere in the uterus"), fallopian tube perforation ("perforated her fallopian tube/ bottom left side perforation/ lacerated fallopian tube/lacerated tube/ bottom left side across stomach/coils have migrated,"), embedded device ("foreign body in uterus,any part/migration into uterine cavity/this could be partially embedded") and genital haemorrhage ("bleeding/ blood") in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she denied use of birth control method following her essure placement procedure" and wrong technique in device usage process "potentially due to coil being cut by an inexperienced doctor". The patient's past medical history included gravida ii, live birth in 1998, live birth on (B)(6) 2005, aortic stenosis, chiari malformation, itching and cervical cancer. She did not had allergic to nickel. She did not use of birth control method following her essure placement procedure. No paratubal cysts are the lumen is pinpoint. The longer fimbriated fallopian tube is 5.5 ern in length x 0.6 cm in diameter, dark red and glistening. No paratubal cysts are identified. The lumen is 0.1 cm in diameter and patent. No masses are identified. Previously administered products included for an unreported indication: nuvaring from 2004 to 2005. Concurrent conditions included overweight, rectal pain, rectal bleeding, cholecystectomy, gastroesophageal reflux disease, helicobacter pylori gastritis, herpes simplex pneumonia, herpes labialis, left lower quadrant pain, depression, vaginitis, vulvovaginitis, urinary frequency, urinary tract pain, flank pain and dysfunctional uterine bleeding. Concomitant products included sertraline (zoloft) from 2014 to 2016 for pain, zolpidem tartrate (ambien) from 2014 to 2016 for sleep disorder nos as well as pentosan polysulfate sodium (elmiron) from 2014 to 2015. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2014, the patient experienced bladder pain ("bladder pain (ache, severe and persistent)") and dysuria ("urination pain (burning, severe and persistent)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("unexplained pain in my pancreas/ bottom left side pain (dull ache, severe and persistent)/ bottom left side pain across stomach/ stomach pain/ left side pain"), dyspareunia ("pain with intercourse"), adhesion ("adhesions"), uterine leiomyoma ("fibers in uterus/fibers"), bacterial vaginosis ("bacterial vaginosis"), mental disorder ("aggravated her psychiatric and psychological conditions"), urinary tract infection ("frequent urinary tract infections"), headache ("headaches") and fungal infection ("yeast infection"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy), surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, embedded device, adhesion, uterine leiomyoma, dysuria, mental disorder, urinary tract infection and headache outcome was unknown, the genital haemorrhage, bladder pain, dyspareunia, bacterial vaginosis and fungal infection was resolving and the abdominal pain upper had not resolved. The reporter considered abdominal pain upper, adhesion, bacterial vaginosis, bladder pain, device breakage, dyspareunia, dysuria, embedded device, fallopian tube perforation, fungal infection, genital haemorrhage, headache, mental disorder, urinary tract infection and uterine leiomyoma to be related to essure (ess205). The reporter commented: she had medication for urination pain (burning, severe and persistent). Current weight was123 lbs. She had uribel as concomitant medication. She had rod was cut and tube was cauterized for perforated her fallopian tube/ bottom left side perforation/ lacerated fallopian tube/lacerated tube. She had hysterectomy for stomach pain from 2005 to 2015 and medication for left side pain from 2005-2015. In (B)(6) 2015, she had hysterectomy for pain, bleeding, infections and tendon procedure on(B)(6) 2016 and (B)(6) 2017. In 2017, she had bottom left side pain (dull ache, severe and persistent)/ bottom left side pain across stomach/ stomach pain/ left side pain. It was reported that her alleged symptoms constant bladder pain, yeast infections, bacterial vaginosis, painful intercourse, bleeding, severe and persistent pain were resolve or decreased following essure removal. Patient currently not planning for essure removal (descripancy noted) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: essure confirmation test pre-operative & post-operative diagnosis: uterine foreign body, pelvic pain and dysfunctional uterine bleeding procedure: robotic laparoscopic hysterectomy, bilateral salpingectomy with c-arm. Gross description: uterus, cervix, bilateral fallopian tubes." Received in formalin, labeled with patient identification, is a 143,9 g uterus and cervix with bilateral unattached fimbriated fallopian tubes. The uterus and cervix is 9,3 x 7,0 x 5.5 cm. The serosa is dark red, smooth and glistening. The ectocervix is 3.7 x 3.5 cm and has a 0.6 cm as. The endocervical canal is corrugated and grossly unremarkable. The endometrial cavity is 3.5 cm wide x 3.4 cm in length and lined by plush tan hemorrhagic endometrium that is an average of 0.2 cm thick. The myometrium is 2, 6 cm thick, tan and finely trabeculated. Multiple intramural nodules ranging up to 1.4 cm in greatest dimension are within the myometrium. Metallic coils are present in the fallopian tube remnants. The shorter unattached fimbriated fallopian tube is 5.0 cm in length x 0.5 cm in diameter, dark red and glistening. Identified. Concerning the injuries reported in this case, the following one/ones were reported via medical records: embedded device and device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there is a portion of the coil that is somewhere in the uterus/coil was cut'), fallopian tube perforation ('perforated her fallopian tube/ bottom left side perforation/ lacerated fallopian tube/lacerated tube/ bottom left side across stomach/coils have migrated,'), embedded device ('foreign body in uterus,any part/migration into uterine cavity/this could be partially embedded/I had a left coil that perforated my uterus/punctured my intestines on either side') and genital haemorrhage ('bleeding/ blood') in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she denied use of birth control method following her essure placement procedure" and wrong technique in device usage process "potentially due to coil being cut by an inexperienced doctor". The patient's medical history included live birth on (B)(6) 2005, live birth in 1998, gravida ii, aortic stenosis, chiari malformation, itching and cervical cancer. She did not had allergic to nickel. She did not use of birth control method following her essure placement procedure. No paratubal cysts are the lumen is pinpoint. The longer fimbriated fallopian tube is 5.5 ern in length x 0.6 cm in diameter, dark red and glistening. No paratubal cysts are identified. The lumen is 0.1 cm in diameter and patent. No masses are identified. Pre-operative & post-operative diagnosis: uterine foreign body, pelvic pain and dysfunctional uterine bleeding procedure: robotic laparoscopic hysterectomy, bilateral salpingectomy with c-arm. Gross description: uterus, cervix, bilateral fallopian tubes." Received in formalin, labeled with patient identification, is a 143,9 g uterus and cervix with bilateral unattached fimbriated fallopian tubes. The uterus and cervix is 9,3 x 7,0 x 5.5 cm. The serosa is dark red, smooth and glistening. The ectocervix is 3.7 x 3.5 cm and has a 0.6 cm as. The endocervical canal is corrugated and grossly unremarkable. The endometrial cavity is 3.5 cm wide x 3.4 cm in length and lined by plush tan hemorrhagic endometrium that is an average of 0.2 cm thick. The myometrium is 2, 6 cm thick, tan and finely trabeculated. Multiple intramural nodules ranging up to 1.4 cm in greatest dimension are within the myometrium. Metallic coils are present in the fallopian tube remnants. The shorter unattached fimbriated fallopian tube is 5.0 cm in length x 0.5 cm in diameter, dark red and glistening. Identified. Previously administered products included for an unreported indication: nuvaring from 2004 to 2005. Concurrent conditions included overweight, rectal pain, rectal bleeding, cholecystectomy, gastroesophageal reflux disease, helicobacter pylori gastritis, herpes simplex pneumonia, herpes labialis, left lower quadrant pain, depression, vaginitis, vulvovaginitis, urinary frequency, urinary tract pain, flank pain and dysfunctional uterine bleeding. Concomitant products included sertraline hydrochloride (zoloft) from 2014 to 2016 for pain, zolpidem tartrate (ambien) from 2014 to 2016 for sleep disorder nos as well as pentosan polysulfate sodium (elmiron) from 2014 to 2015 and tramadol. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2014, the patient experienced bladder pain ("bladder pain (ache, severe and persistent)/bladder still hurts/burning pain above my bladder") and dysuria ("urination pain (burning, severe and persistent)/trouble urinating"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("unexplained pain in my pancreas/ bottom left side pain (dull ache, severe and persistent)/ bottom left side pain across stomach/ stomach pain/ left side pain"), dyspareunia ("pain with intercourse"), adhesion ("adhesions"), bacterial vaginosis ("bacterial vaginosis"), mental disorder ("aggravated her psychiatric and psychological conditions"), urinary tract infection ("frequent urinary tract infections"), headache ("headaches"), fungal infection ("yeast infection"), pain ("ache"), hot flush ("hot flashes"), mood swings ("mood swing"), vaginal haemorrhage ("abnormal vaginal bleeding"), nausea ("nausea"), cyst ("cyst and some endo"), depression ("depression"), appendix disorder ("appendix"), scar ("scar tissue"), endometriosis ("endometriosis"), polyp ("polyps"), vulvovaginal swelling ("my vaginal area is swelling a little") and gallbladder disorder ("gallbladder") and was found to have uterine leiomyoma ("fibers in uterus/fibers"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, embedded device, adhesion, uterine leiomyoma, dysuria, mental disorder, urinary tract infection, headache, pain, hot flush, mood swings, vaginal haemorrhage, nausea, cyst, depression, appendix disorder, scar, endometriosis, polyp, vulvovaginal swelling and gallbladder disorder outcome was unknown, the genital haemorrhage, bladder pain, dyspareunia, bacterial vaginosis and fungal infection was resolving and the abdominal pain upper had not resolved. The reporter considered abdominal pain upper, adhesion, appendix disorder, bacterial vaginosis, bladder pain, cyst, depression, device breakage, dyspareunia, dysuria, embedded device, endometriosis, fallopian tube perforation, fungal infection, gallbladder disorder, genital haemorrhage, headache, hot flush, mental disorder, mood swings, nausea, pain, polyp, scar, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and vulvovaginal swelling to be related to essure (ess205). The reporter commented: she had medication for urination pain (burning, severe and persistent). Current weight was123 lbs. She had uribel as concomitant medication. She had rod was cut and tube was cauterized for perforated her fallopian tube/ bottom left side perforation/ lacerated fallopian tube/lacerated tube. She had hysterectomy for stomach pain from 2005 to 2015 and medication for left side pain from 2005-2015. In (B)(6) 2015, she had hysterectomy for pain, bleeding, infections and tendon procedure on (B)(6) 2016 and (B)(6) 2017. In 2017, she had bottom left side pain (dull ache, severe and persistent)/ bottom left side pain across stomach/ stomach pain/ left side pain. It was reported that her alleged symptoms constant bladder pain, yeast infections, bacterial vaginosis, painful intercourse, bleeding, severe and persistent pain were resolve or decreased following essure removal. Patient currently not planning for essure removal (descripancy noted) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: results: essure confirmation test. Concerning the injuries reported in this case, the following one/ones were reported via medical records: embedded device and device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New events ache, hot flashes, mood swing, abnormal vaginal bleeding, nausea, cyst, depression, appendix, scar tissue, endometriosis, polyps, my vaginal area is swelling a little, gallbladder was added. Concomitant drug was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated her fallopian tube/ bottom left side perforation/ lacerated fallopian tube/ lacerated tube/ bottom left side across stomach") and genital haemorrhage ("bleeding/ blood") in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: circumstance or information capable of leading to device use error "potentially due to coil being cut by an inexperienced doctor". The patient's past medical history included gravida ii, live birth in (B)(6), live birth in (B)(6), aortic stenosis, chiari malformation and itching. She did not had allergic to nickel. She did not use of birth control method following her essure placement procedure. Previously administered products included for an unreported indication: nuvaring from 2004 to 2005. Concurrent conditions included overweight. Concomitant products included sertraline (zoloft) in 2014 for pain, zolpidem tartrate (ambien) in 2014 for sleep disorder nos as well as pentosan polysulfate sodium (elmiron) in 2014. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2014, the patient experienced bladder pain ("bladder pain (ache, severe and persistent)") and dysuria ("urination pain (burning, severe and persistent)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("unexplained pain in my pancreas/ bottom left side pain (dull ache, severe and persistent)/ bottom left side pain across stomach/ stomach pain/ left side pain"), dyspareunia ("pain with intercourse"), adhesion ("adhesions"), uterine leiomyoma ("fibers in uterus/ fibers"), bacterial vaginosis ("bacterial vaginosis"), mental disorder ("aggravated her psychiatric and psychological conditions"), urinary tract infection ("frequent urinary tract infections"), fungal infection ("yeast infections"), headache ("headaches") and treatment noncompliance ("she denied use of birth control method following her essure placement procedure"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the fallopian tube perforation, genital haemorrhage, dyspareunia, adhesion, uterine leiomyoma, bacterial vaginosis, dysuria, mental disorder, urinary tract infection, fungal infection, headache and treatment noncompliance outcome was unknown and the abdominal pain upper and bladder pain had not resolved. The reporter considered abdominal pain upper, adhesion, bacterial vaginosis, bladder pain, dyspareunia, dysuria, fallopian tube perforation, fungal infection, genital haemorrhage, headache, mental disorder, treatment noncompliance, urinary tract infection and uterine leiomyoma to be related to essure (ess205). The reporter commented: she had medication for urination pain (burning, severe and persistent). Current weight was (B)(6) lbs. She had uribel as concomitant medication. She had rod was cut and tube was cauterized for perforated her fallopian tube/ bottom left side perforation/ lacerated fallopian tube/lacerated tube. She had hysterectomy for stomach pain from 2005 to 2015 and medication for left side pain from 2005-2015. In (B)(6) 2015, she had hysterectomy for pain, bleeding, infections and tendon procedure on (B)(6) 2016 and (B)(6) 2017. In 2017, she had bottom left side pain (dull ache, severe and persistent)/ bottom left side pain across stomach/ stomach pain/ left side pain. It was reported that her alleged symptoms constant bladder pain, yeast infections, bacterial vaginosis, painful intercourse, bleeding, severe and persistent pain were resolve or decreased following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Hysterosalpingogram - on an unknown date: essure confirmation test. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 04-dec-2017: reporters added and updated patient demographics as height and weight. Historical condition, concomitant disease, laboratory data, concomitant medication were added. On an unknown date she had severe and persistent pain/pain, pain with intercourse, adhesions, fibers in uterus/fibers, bacterial vaginosis, perforated her fallopian tube, aggravated her psychiatric and psychological conditions, frequent urinary tract infections, bleeding/ blood, yeast infections and headaches. In 2014, she had bladder pain (ache, severe and persistent), urination pain (burning, severe and persistent). Event hysterectomy was deleted and updated event. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("there is a portion of the coil that is somewhere in the uterus"), fallopian tube perforation ("perforated her fallopian tube/ bottom left side perforation/ lacerated fallopian tube/lacerated tube/ bottom left side across stomach/coils have migrated,"), embedded device ("foreign body in uterus,any part/migration into uterine cavity/this could be partially embedded") and genital haemorrhage ("bleeding/ blood") in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she denied use of birth control method following her essure placement procedure" and circumstance or information capable of leading to device use error "potentially due to coil being cut by an inexperienced doctor". The patient's past medical history included gravida ii, live birth in 1998, live birth on (B)(6)2005, aortic stenosis, chiari malformation, itching and cervical cancer. She did not had allergic to nickel. She did not use of birth control method following her essure placement procedure. No paratubal cysts are the lumen is pinpoint. The longer fimbriated fallopian tube is 5.5 ern in length x 0.6 cm in diameter, dark red and glistening. No paratubal cysts are identified. The lumen is 0.1 cm in diameter and patent. No masses are identified. Previously administered products included for an unreported indication: nuvaring from 2004 to 2005. Concurrent conditions included overweight, rectal pain, rectal bleeding, cholecystectomy, gastroesophageal reflux disease, helicobacter pylori gastritis, herpes simplex pneumonia, herpes labialis, left lower quadrant pain, depression, vaginitis, vulvovaginitis, urinary frequency, urinary tract pain, flank pain and dysfunctional uterine bleeding. Concomitant products included sertraline (zoloft) from 2014 to 2016 for pain, zolpidem tartrate (ambien) from 2014 to 2016 for sleep disorder nos as well as pentosan polysulfate sodium (elmiron) from 2014 to 2015. In (B)(6)2006, the patient had essure (ess205) inserted. In 2007, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2014, the patient experienced bladder pain ("bladder pain (ache, severe and persistent)") and dysuria ("urination pain (burning, severe and persistent)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("unexplained pain in my pancreas/ bottom left side pain (dull ache, severe and persistent)/ bottom left side pain across stomach/ stomach pain/ left side pain"), dyspareunia ("pain with intercourse"), adhesion ("adhesions"), uterine leiomyoma ("fibers in uterus/fibers"), bacterial vaginosis ("bacterial vaginosis"), mental disorder ("aggravated her psychiatric and psychological conditions"), urinary tract infection ("frequent urinary tract infections"), headache ("headaches") and fungal infection ("yeast infection"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure (ess205) was removed in (B)(6)2015. At the time of the report, the device breakage, fallopian tube perforation, embedded device, adhesion, uterine leiomyoma, dysuria, mental disorder, urinary tract infection and headache outcome was unknown, the genital haemorrhage, bladder pain, dyspareunia, bacterial vaginosis and fungal infection was resolving and the abdominal pain upper had not resolved. The reporter considered abdominal pain upper, adhesion, bacterial vaginosis, bladder pain, device breakage, dyspareunia, dysuria, embedded device, fallopian tube perforation, fungal infection, genital haemorrhage, headache, mental disorder, urinary tract infection and uterine leiomyoma to be related to essure (ess205). The reporter commented: she had medication for urination pain (burning, severe and persistent). Current weight was 123 lbs. She had uribel as concomitant medication. She had rod was cut and tube was cauterized for perforated her fallopian tube/ bottom left side perforation/ lacerated fallopian tube/lacerated tube. She had hysterectomy for stomach pain from 2005 to 2015 and medication for left side pain from 2005-2015. In (B)(6)2015, she had hysterectomy for pain, bleeding, infections and tendon procedure on (B)(6)2016 and (B)(6)2017. In 2017, she had bottom left side pain (dull ache, severe and persistent)/ bottom left side pain across stomach/ stomach pain/ left side pain. It was reported that her alleged symptoms constant bladder pain, yeast infections, bacterial vaginosis, painful intercourse, bleeding, severe and persistent pain were resolve or decreased following essure removal. Patient currently not planning for essure removal (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Hysterosalpingogram - in (B)(6)2006: essure confirmation test pre-operative & post-operative diagnosis: uterine foreign body, pelvic pain and dysfunctional uterine bleeding procedure: robotic laparoscopic hysterectomy, bilateral salpingectomy with c-arm. Gross description: uterus, cervix, bilateral fallopian tubes." Received in formalin, labeled with patient identification, is a 143,9 g uterus and cervix with bilateral unattached fimbriated fallopian tubes. The uterus and cervix is 9,3 x 7,0 x 5.5 cm. The serosa is dark red, smooth and glistening. The ectocervix is 3.7 x 3.5 cm and has a 0.6 cm as. The endocervical canal is corrugated and grossly unremarkable. The endometrial cavity is 3.5 cm wide x 3.4 cm in length and lined by plush tan hemorrhagic endometrium that is an average of 0.2 cm thick. The myometrium is 2, 6 cm thick, tan and finely trabeculated. Multiple intramural nodules ranging up to 1.4 cm in greatest dimension are within the myometrium. Metallic coils are present in the fallopian tube remnants. The shorter unattached fimbriated fallopian tube is 5.0 cm in length x 0.5 cm in diameter, dark red and glistening. Identified. Concerning the injuries reported in this case, the following one/ones were reported via medical records: embedded device and device breakage. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 30-oct-2018: medical records received. New reporters added. Lab data added. New event added:embedded device and device breakage. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated her fallopian tube/ bottom left side perforation/ lacerated fallopian tube/lacerated tube/ bottom left side across stomach") and genital haemorrhage ("bleeding/ blood") in a 36-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she denied use of birth control method following her essure placement procedure" and circumstance or information capable of leading to device use error "potentially due to coil being cut by an inexperienced doctor". The patient's past medical history included gravida ii, live birth in 1998, live birth on (B)(6) 2005, aortic stenosis, chiari malformation and itching. She did not had allergic to nickel. She did not use of birth control method following her essure placement procedure. Previously administered products included for an unreported indication: nuvaring from 2004 to 2005. Concurrent conditions included overweight. Concomitant products included sertraline (zoloft) from 2014 to 2016 for pain, zolpidem tartrate (ambien) from 2014 to 2016 for sleep disorder nos as well as pentosan polysulfate sodium (elmiron) from 2014 to 2015. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2014, the patient experienced bladder pain ("bladder pain (ache, severe and persistent)") and dysuria ("urination pain (burning, severe and persistent)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("unexplained pain in my pancreas/ bottom left side pain (dull ache, severe and persistent)/ bottom left side pain across stomach/ stomach pain/ left side pain"), dyspareunia ("pain with intercourse"), adhesion ("adhesions"), uterine leiomyoma ("fibers in uterus/fibers"), bacterial vaginosis ("bacterial vaginosis"), mental disorder ("aggravated her psychiatric and psychological conditions"), urinary tract infection ("frequent urinary tract infections"), headache ("headaches") and fungal infection ("yeast infection"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the fallopian tube perforation, adhesion, uterine leiomyoma, dysuria, mental disorder, urinary tract infection and headache outcome was unknown, the genital haemorrhage, bladder pain, dyspareunia, bacterial vaginosis and fungal infection was resolving and the abdominal pain upper had not resolved. The reporter considered abdominal pain upper, adhesion, bacterial vaginosis, bladder pain, dyspareunia, dysuria, fallopian tube perforation, fungal infection, genital haemorrhage, headache, mental disorder, urinary tract infection and uterine leiomyoma to be related to essure (ess205). The reporter commented: she had medication for urination pain (burning, severe and persistent). Current weight was123 lbs. She had uribel as concomitant medication. She had rod was cut and tube was cauterized for perforated her fallopian tube/ bottom left side perforation/ lacerated fallopian tube/lacerated tube. She had hysterectomy for stomach pain from 2005 to 2015 and medication for left side pain from 2005-2015. In (B)(6) 2015, she had hysterectomy for pain, bleeding, infections and tendon procedure on (B)(6) 2016 and (B)(6) 2017. In 2017, she had bottom left side pain (dull ache, severe and persistent)/ bottom left side pain across stomach/ stomach pain/ left side pain. It was reported that her alleged symptoms constant bladder pain, yeast infections, bacterial vaginosis, painful intercourse, bleeding, severe and persistent pain were resolve or decreased following essure removal. Patient currently not planning for essure removal (descripancy noted) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2006: essure confirmation test . Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "constant bladder pain, yeast infections, bacterial vaginosis, painful intercourse, bleeding, severe and persistent pain" outcome updated to "recovering/resolving". Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.